Event description:
The patient heard a critical alarm. The next day he was seen in clinic. The pump was stalled. The stall was confirmed in the attention dialogue box of the programmer and in the event logs. No stall recovery was recorded. The pump would not restart. The cause of the motor stall was unknown. The pump was replaced. The patient was doing "great" with the new pump. The pump was used to deliver morphine.

Manufacturer narrative:
(B) (4).